Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the operating room had a problem 2 of the clip appliers, during the installation of the clip, it has cut the vessel for one of the clips and for the second the clip has arrived to both of the legs were crossed. Another technique was used to resolve the issue. The surgical time was extended more than 30 minutes due to the product problem.